Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 10794136.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the anchors were replaced to address the issue. Therapy was restored post-operatively. It is unknown which anchor caused the pain.